Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device has been returned for evaluation. Visual inspection revealed that the actual device had been fractured at approximately 830mm from the distal end of the device with the distal section having been deformed. Magnifying inspection revealed that the distal section had been buckled, it is likely that the section had come into contact with a hard object, including a stenosed lesion. Magnifying inspection of the fractured ends found that they had the shape which likely meant that the shaft had been ripped off. Magnifying inspection of the distal fractured shaft found it had some abrasions generated on approximately 500-800mm from the distal end of the shaft. This indicates that the shaft has come into contact with a hard object, including a stenosed lesion. Magnifying inspection did not find any anomaly on the proximal fractured shaft. Magnifying inspection of the lumen of the shaft at the edge of the hub did not find any anomaly. The outside and inside diameters were measured on the undamaged section and confirmed to meet the manufacturer specifications. The production product code and lot number were not provided by the user facility, which prevented a meaningful review of the device history record. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation result, it is likely that the actual sample came into contact with a hard object, including a stenosed lesion, and became caught on it. In that state, the actual device was likely subjected to manipulation during withdrawal where the sample received pulling force which had exceeded the strength limit of product and got fractured. However, it is difficult to definitively determine the cause of the event with the available information. IFU states: carefully handle the product under fluoroscopy. If any resistance is felt while handling the product, immediately stop the manipulation and find out cause of resistance in order to avoid damage to blood vessels and separation or breakage of the product. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that a navicross catheter became stuck in the artery during the procedure. The patient was reported to be in stable condition. The procedure outcome was successful using another navicross and wire. There were no other devices and equipment being used with the reported product. There was no patient injury and no surgical intervention required. Additional information was received on (B)(6) 2019. They were able to remove the navicross and continued using another wire and catheter. The procedure was a peripheral intervention for peripheral arterial disease.